Event description:
It was reported that impedance readings greater than 2000 ohms were obtained on all but one of the unipolar electrode pairs. Telemetry data was not provided. The patient had experienced a buzzing sensation in his head, the date of onset was unknown. No other symptoms or patient outcome were reported.

Manufacturer narrative:
Buzzing sensation.